Event description:
Philips received a complaint by the customer on the v60 indicating that the devices screen freezes when press one button it differs to another. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was able to calibrate the touchscreen to resolve the reported issue and could not duplicate the reported issue after that. The device passed required performance verification tests per philips standards and was returned to service.